Event description:
It was reported that during a prostate procedure, a prostatic capsular perforation occurred. The report was taken by a company representative from the physician. No additional case or patient information was reported or is available.